Manufacturer narrative:
The insulin pump had a loose or protruded drive support disk, cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor scratched and cracked display window, and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that they had a damage on the insulin pump. The customer's blood glucose level was unknown. The caller stated that the drive support cap was protruded and damaged. Caller reported that the blood glucose had been high because she was on steroids. The caller was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.